Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an injection of air bubbles into the patient occurred. A direxion hi-flo was selected for an embolization procedure to treat a hemorrhage in the hepatic artery. During procedure, it was noted that an inexplicable injection of air bubbles occurred during selective angiography. Subsequently, during the embolization with a non-bsc coil, the hub of the direxion hi-flo had detached from the catheter's shaft preventing the release of the coil. The coil was removed and the procedure was not completed due to this event. There were no patient complications associated with this event and the patient is in stable condition.

Manufacturer narrative:
Returned product consisted of a direxion micro-catheter. The shaft was microscopically examined. The device showed that the hub was separated from the shaft. Upon examination it was noticed that on the shaft; approximately every 51mm a stiff/flat area was felt. Upon microscopic evaluation it was noticed that the device looked to have some issues with the laser cut slots possibly not cut all the way through the wall of the shaft. If this is the case there would be stiff regions along the shaft. These areas were on the full length of the catheter shaft every 51mm. The devices shaft went through various testing and analysis to gain more information on the flat areas on the shaft and to find the most probable cause of the fracture of the devices hub from the shaft. Sem testing could not completely confirm the laser cut slots were all the way through the shaft. The device was then cross sectioned horizontally to give a better view of the internal diameter of the tube. This testing did show that the laser cuts were not cut all the way through the wall of the tube. CT scanning did confirm that at the fractured area of the device, and at other areas on the shaft that the slots were not completely cut through the wall of the tubing. With the sem images, the cross sectioning of the device and the CT scans it was determined that sufficient evidence did show a manufacturing execution error and will be further investigated. No other issues were identified during the product analysis. There was no evidence of any damage or irregularities contributing to the reported air embolism. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that an injection of air bubbles into the patient occurred. A direxion hi-flo was selected for an embolization procedure to treat a hemorrhage in the hepatic artery. During procedure, it was noted that an inexplicable injection of air bubbles occurred during selective angiography. Subsequently, during the embolization with a non-bsc coil, the hub of the direxion hi-flo had detached from the catheter's shaft preventing the release of the coil. The coil was removed and the procedure was not completed due to this event. There were no patient complications associated with this event and the patient is in stable condition.